Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, bleeding was noted due to a right iliac dissection. Subsequently, two units of packed red blood cells (prbcs) were transfused and a stent was placed. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Films from the procedure were received and reviewed. However, there were no images of insertion or removal of the system, and no ancillary products shown; the procedural films were unable to identify anything that might have contributed to this event. The root cause of the dissection cannot be determined from the limited information available. Access site injuries are a known risk per the evolutr IFU and can be related to factors such as patient anatomy and physician technique (including sheath selection).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.